Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The socket of the device was loosed. The front panel was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that a gastroscope was not worked but a surgical endoscope was worked. The user returned the device to olympus repair center. Olympus repair center found that the endoscopic image was not displayed due to the failed circuit board. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center found that the circuit board was failed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the operational amplifier of the circuit board was failed. Aging deterioration may have caused the failed circuit board because 5 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.